Event description:
It was reported that during an implant procedure, the patient was positioned on their stomach and incision was made. Then the dilator was inserted and the patient started to have difficulties with their oxygen and saturation levels. The procedure was aborted. The patient was flipped over and chest compressions were done due to the patient not breathing. Emergency medical services were called to attend to the patient and after the patient's blood pressure and oxygen saturation stabilized, the patient was taken to the hospital. The patient was in stable condition at the hospital. It was noted that the patient has pre-existing breathing issues.